Manufacturer narrative:
A2: age: 79: sex: male d2a: common device name: ultra cath male 16" straight tip d2b: procode: kod. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919

Event description:
End user reports recent uti while using this product. He states he "has only been cathing for "a couple months now" now 3-4 x a day. He is new to cathing and it was initiated cathing per his md due to retention that was found when he initially got a uti "a few months back". It was discovered he has a "corrosion" area in his bladder by where it empties. Cathing helps him to prevent infections but lately he has still been getting infections he said. He said a while after starting cathing he got a uti while using a different catheter (brand/name unknown) that he describes a ready to use hydrophilic and needed to get antibiotics to treat that. " since switching suppliers he was sent the ultram16 which he feels is dryer than what he was used to using and harder to remove from packaging. He has not used it before. He said to him, it feels like a lot of the lubrication gets rubbed off and stays in packaging as he removes them. Overall feel dryer, he has to "push extra hard" to get them in and harder for him to insert than his prior catheter. He said he has started to add additional lubricant to them he bought at drug store called "surgical gel" and they are better to use for him. He mentioned after using these ultra catheters he got another uti as he is prone to them. His symptoms were resolved he said from his prior infection for a while when his uti symptoms came back about "a week and a half ago". He said he had a lot of white thick mucous in his bladder and it can stop up the drainage when he caths as well as often feels burning in his bladder and increased frequency. He is on antibiotics now, name unknown for his recent diagnosed uti from urine testing." End user was advised to follow up with his md regarding this issue. He states he "tries to be as clean as possible and said he washes his hands prior to cathing with antibacterial soap, also cleanses meatus with this soap and water and clean cloth prior to cathing. He also uses gloves and and uses the no touch sleeve. He tried to prevent contamination as much as possible." This emdr covers the unknown number of catheters associated with the uti.